Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing of electromagnetic interference (emi) that was caused by a device used in a chiropractors office. Technical services (ts) discussed this device of devices should not be used as they can lead to emi. This sicd remains in service. No additional adverse patient effects were reported.